Manufacturer narrative:
The device batch records were reviewed, and showed no deviations. Optic measurments show no optic deviations. The diopter was measured, and confirmed to be correct as labeled. Visual inspection of the optic took place, and no optical deviations could be found. A review of the historical complaint data base revealed that no additional complaints from this lot number were received. Our investigation of this event reasonably suggests it is not manufacturing related.

Event description:
The physician reported the multifocal intraocular lens (iol) was removed, and replaced without complication due to an incorrect iol power implanted initially.